Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up, high capture thresholds were observed on the left ventricular lead. No patient symptoms were reported. The lead was successfully explanted and replaced on (B)(6) 2016.